Manufacturer narrative:
(B)(4). The device history record review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Evaluation confirmed the reported symptom ¿watchdog error¿ through causality of software anomaly. The device was processed to correct the issue and to clear the sharp watchdog timeout error through reprogramming of the processor board and installation of an updated software version. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.